Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or an injury occurring at the pocket site. The report stated that the patient experienced injured directly on the generator site from a door knob at a high speed. This would be consistent with pain or soreness at the ipg site and would not be device related. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced trauma to the ipg site and pain at the ipg site developed. As a result, surgical intervention occurred to explant the ipg, which addressed the issue. The patient also experienced auto-reducing therapy, documented in related manufacturer reference number: 3006705815-2020-00104, 3006705815-2020-00105.